Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device repositioning procedure due to patient discomfort, the right atrial (ra) lead was reconnected to the device - after the device was placed below the muscle - and the sensing dropped and the "threshold was lost." The physician ensured the lead was fully seated in the device header and reprogrammed the ra lead sensitivity, but no sensing nor capture was occurring. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.